Event description:
It was reported that during a lap gastrectomy, the device was activated without pressing the hand switch when the device was put on the mayo stand at the end of operation. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient and the operation staffs. The generator was provided from the same power source as an electrical scalpel.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was returned in good visual condition. It was tested for functionality and the max and min hand control buttons were not functional. However, footswitch was used to activate the device. The device was disassemble to examine the condition of the internal activation components and moisture was discovered in the internal activation domes. Since we are unable to determine how this condition impacted the performance of the device, we cannot determine root cause of the issue associated with this inquiry. Our manufacturing, sterilization, packaging, and shipment processes do not introduce moisture to the device; the moisture may be evidence of reuse or reprocessing.